Manufacturer narrative:
A replacement glidescope quickconnect video baton large was provided to the customer. The quickconnect video baton large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned quickconnect video baton large and was unable to confirm the image failure. The video image was normal when the quickconnect video baton was connected to known, good, test equipment and manipulated. The camera image quality test was performed and passed. Since a replacement glidescope quickconnect video baton large was already provided to the customer, the quickconnect video baton large used in the procedure was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope quickconnect video baton large, the camera had a short in it causing the screen to go blank or to a pink screen. At times, even when connected, there was an error message stating no camera was connected. Flexing the end of the baton would cause the image to go in and out. A minimal delay in the procedure occurred as a glidescope go was obtained. No harm to the patient or user was reported.